Event description:
Additional information was received and specified that the reporter has selected the wrong vitrectome at the machine. So, there was no defect at all. It was confirmed as a handling error.

Manufacturer narrative:
Based on information received following submission of the initial report, this event (vitrectome did not cut properly) does not meet criteria for reporting as a serious injury/device malfunction/incident as the reporter has selected the wrong vitrectome at the machine. So, there was no defect at all. This was a handling error. No further reports will be scheduled under mfg report num. 1644019-2024-00873. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectome did not cut properly during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. The patient harm was not reported.